Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00623. It was reported (B)(6) one of the leads could not be connected to the ipg ports. As a result, the procedure was canceled and resumed the next day. An extension was used to connect the lead to the ipg. Issue resolved and therapy was reportedly resumed postoperatively.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00623.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-00623.